Manufacturer narrative:
Follow-up #1: date of submission 7/9/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: pump was returned with the up, down and ok button inoperable. No physical damage on keypad. Removed keypad- no evidence of contamination found. Pump was returned to factory default settings by pressing ¿contrast¿ button. Shorted bolus button was duplicated, ¿tactile changes¿ complaint is duplicated. The pump was opened and inspected- moisture corrosion was found on the bolus button. Unrelated to the complaint, the threads on battery cap are stripped and are unable to secure. Test battery cap was able to secure and was used for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.